Event description:
Allergic reaction [hypersensitivity], not being able to bend knee [joint range of motion decreased], fluid accumulation in knee [joint effusion], difficulty with pain [pain]. Case description: spontaneous report was received on (B)(6) 2012, from a pt (age and gender not provided), initials (B)(6). The pt's medical history was significant for previous treatment with synvisc (five synvisc injection series over the last five years in left knee). On an unspecified date in 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection in left knee, dosage regimen not provided. The lot number for synvisc was not provided. The synvisc injection was given over a period of 3 weeks. On (B)(6) 2012, the pt received last synvisc injection of the series. On an unspecified date in (B)(6) 2012, the pt had an allergic reaction during the series, causing fluid to accumulate in the pt's knee, which eventually resulted in the pt not being able to bend the knee. On an unspecified date in 2012, the pt experienced pain. On (B)(6) 2012, unk amount of fluid was aspirated and fluid analysis revealed no infection. On (B)(6) 2012, the pt had second aspiration followed by a corticosteroid injection. It was reported that 3 weeks later, the pt still had difficulties with pain and was not able to bent the knee normally. The action taken with synvisc was not provided. The pt had not yet recovered from the events of "not being able to bend knee", "difficulty with pain" and "allergic reaction". The outcome of "fluid accumulation in knee" was not provided. Relevant concomitant medications were not provided. The intensity of events was not provided.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2012. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.